Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon investigation, the right ventricular lead exhibited what looked like loss of capture on the telemetry monitor. Interrogation also noted increased capture thresholds and increased lead impedance. Chest x-ray and limited echo testing were done, but no conclusive evidence was noted whether the lead had moved or whether any signs of perforation occurred. The physician went ahead and reopened the pocket and checked the setscrew. Everything appeared to be fine. The lead was tested and still had the high impedance and high threshold measurements. The physician elected to replace the lead. The lead was explanted and replaced on (B)(6) 2020. The patient was stable before, during, and after the lead replacement.